Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2010 due an incident of diabetic ketoacidosis. Per the pt was brought to the hospital when her blood glucose was >500 mg/dl and she was spilling ketones. Upon admit her blood glucose was 589 mg/dl. She was treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
(B)(4). Device eval: the suspect device was returned and evaluated. Delivery and accuracy test were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.